Manufacturer narrative:
Batch review performed on 14 november 2018. Lot 1655406: (B)(4) items manufactured and released on 07 march 2017. No anomalies found related to the reported issue. Visual inspection performed the 16th of november 2018. Pictures received with the complaint were also considered. 2 out of the four retaining pins (interface to the implant - pedicle screw head) are missing, due to deformation and failure of the welding. On another pin is severely deformed. Based on the visual inspection of the missing pins and of the deformed areas of the shaft, it is assumed that the instrument was not correctly engaged to the implant when the surgeon tried to operate it by closing the handle. The pins where then pressed by the outer sleeve without finding the corresponding cavity of the pedicle screw head, leading to deformation of the flexible flaps and ultimately breakage of the connection.

Event description:
One of the pins of the instrument was found broken during the surgery. Back up instrument used.